Event description:
It was reported that during a daily check, autopulse li-ion battery with serial number (sn) (B)(4) was found to charge only half way. No patient involvement was reported. No further information was provided. Please note that the date of event was not provided by the customer. Manufacturer is working with the customer to obtain additional information but no additional information has been provided yet.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.